Manufacturer narrative:
Additional information received: date of event updated. E/f codes updated. Details found in 'describe event or problem'

Event description:
Additional information: 23 dec could you specify the date of the event? Please confirm the liquid that escaped has the patient or user been harmed? If yes, please explain can you provide us with (detailed) photos illustrating the reported defect? Date of the event: 18/09/2024 liquid: contrast agent (name of the drug not specified) patient's wish not to be transplanted, injection carried out despite leakage of the product no photo unfortunately

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381823 and lot number 4076626. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard leaked. The following information was provided by the initial reporter, translated from french to english: description: ¿kt leakage at the catheter adapter, still visible even after changing the tubing connected to the kt¿. Unfortunately, the device in question could not be preserved.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.